Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the transfer set and catheter (titanium adapter) which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the transfer set and catheter (titanium adapter) that led to this alarm. Renal therapy services (rts) stated that the titanium adapter was in use at the time of the alarm and upon troubleshooting the alarm. Rts had the caregiver (cg) cycle power the device twice to clear the alarm. Rts advised the hp and the cg that the hc detected air in the line and they would need to start over with new supplies. Rts assisted the cg to do new set up. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.